Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the basket was damaged; the spline was separated on the hand side. During myocardial ablation procedure to treat persistent atrial fibrillation at the right and left atriums, an intellamap orion catheter was selected for use. It was observed that the basket was damaged; the spline was separated on the hand side. No abnormal or tortuous anatomical structures were observed. Another of the same device was used to complete the procedure. There were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned intellamap orion device was visually inspected and found to have a bent central support. Functional testing indicated that the catheter's functional mechanism operated properly, and no abnormal resistance was felt during device actuation. Based on all available information, the reported event of a damaged array or defective device component was confirmed, as the failure could be reproduced. The issue may have affected the device performance and integrity.

Event description:
It was reported that the basket was damaged; the spline was separated on the hand side. During myocardial ablation procedure to treat persistent atrial fibrillation at the right and left atriums, an intellamap orion catheter was selected for use. It was observed that the basket was damaged; the spline was separated on the hand side. No abnormal or tortuous anatomical structures were observed. Another of the same device was used to complete the procedure. There were no patient complications. The device has been returned for analysis.